Event description:
Customer stated that the unit was operating while the lid latch did not engage.

Manufacturer narrative:
It was found that the statspin centrifuge unit was in full cycle spin with the lid unlatched. Customer was advised to observe the warning signs (per operator's manual) for any inconsistent or out of specification to not use the unit until service has been rendered to correct the problem. When asked, no one was injured or required medical attention.